Event description:
A (B)(6) female pt contacted zoll customer support to report constant check te pad alarms. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (constant check te pad alarms) has been confirmed. Upon evaluation, there was an open wire in the cable connecting ECG electrode a to the front therapy electrode (te). The cause of the check te pad alarms is the open wire. The root cause of the damaged wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged wire. The pt received a replacement electrode belt.